Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. A revision procedure was performed and the lv lead was inactivated and replaced to resolve the event. Fluoroscopy was performed during implantation but no anomalies were observed. The patient is stable.